Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/17/2019. The customer confirmed the reported touchscreen issue. The customer replaced the touchscreen and the ventilator is now working.

Event description:
The customer reported that the touchscreen would not calibrate. There was no patient involvement. The event date was not specified, estimate used.